Event description:
The user's electrode array has reportedly migrated into the auditory canal. Revision surgery has been scheduled for (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode array extruded into the auditory canal. A revision surgery was performed during which the mastoid cavity was cleaned and cartilage was placed to protect the ear canal. Reportedly the recipient is doing well. The device remains implanted and in use. This is a final report.

Event description:
The user's electrode array has reportedly migrated into the auditory canal. Revision surgery has been performed on (B)(6) 2024 but the clinic has decided not to exchange the device during the surgery, since it is working well. According to the field the surgeon only cleaned the mastoid cavity, placed cartilage to protect the ear canal and closed the wound.